Event description:
It was initially reported that the pt's device was disabled inadvertently. The pt also reported that he was not feeling stimulation for several months. A search performed in the programming history database showed that the pt's last known appointment was on (B)(6) 2009, of which an interrupted system diagnostic test was noted. There was no final interrogation performed by the physician prior to the pt leaving the office. Good faith attempts to obtain additional info have been unsuccessful to date.